Event description:
The customer reported that the jaws of the device could not be re-opened while applied to tissue. The surgeon forcibly removed the device from the tissue, which resulted in some damage to the tissue that the surgeon then cut out. The pt was not injured.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.